Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.